Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400591431. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in poland: "overinfusion." According to the cusomer: "when connected to the patient, the pump empties too quickly. After checking instead of the declared 5ml/h about 8ml/h."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. We received one easypump ii lt 270-54-s-EU/sa in original packaging. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection for damages refer to the test method damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: if no other tolerance data are listed in the test directions, the following applies: no damage is allowed: a) endanger the patient. B) impede the use of the part as intended (e.g. The impairment of the function of a drop sensor). C) endanger assembly or function of the component. D) impair the appearance of the component. Actual: we detected no damages or other faults at the received sample. Functional inspection: afterwards the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. Weight of the filled sample: 336.5 g. After starting the pump, the pump worked immediately (solution was running). Leakage was not detected at the received sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 5 ml/h. Actual: 1 h = 8.63 ml; 2 h = 20.76 ml and 27 h = 151.27 ml. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time. The flow rate of the pump is within the specification. Summary and assessment: based on the conducted investigations the tested sample is within the specification. Therefore, the complaint is considered as not confirmed. We have informed our manufacture accordingly and received the statement as follows: root cause analysis: sample/s evaluation: the flow rate report of affected batch 22l04ged91 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between -1.82% and 4.19%. Received 1 reference sample easypump ii lt 270-54-s with opened packaging. As received condition, the clamp clip of received sample was unclamped, and no wing cap was connected to the patient connector. Visual inspection had done throughout the sample. No abnormality was detected through the inspection. The sample was then decontaminated and sent for flow rate test (ltca-cql8s8). The flow rate deviation from nominal flow rate for received sample was 0.13%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. However, there are some possibilities that to cause the fast flow rate to occur during application, such that one or combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5 ml/hr to 5.9 ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folded outer shell according to IFU, the outer layer must be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Cause: could not be determined. The flow rate of received sample was within the specification after sent for flow rate test, which is according to test method under lab condition. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed. Device history record (DHR): reviewed the DHR for batch 22l04ged91, there is no abnormality and no such defect detected at in process and at final control inspection.